Event description:
This is filed to report the delivery catheter (dc) shaft bending that occurred in the left ventricle, and has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that there was a very anterior transseptal puncture position. When the clip delivery system (cds) was advanced to the left ventricle (lv), the delivery catheter (dc) shaft was bending extremely anterior. Due to the bending, the cds was removed and replaced. A new cds was used successfully. Two clips were implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. The reported clip delivery system (cds) was returned for analysis, and the reported delivery catheter (dc) shaft bend was confirmed. The actuator assembly was then removed distally from the cds and it was found that the actuator mandrel was bent. The most probable cause for the bent dc shaft was due to the bend in the actuator mandrel. Based on the information reviewed, it is likely that procedural conditions (suboptimal transseptal puncture and patient anatomy) resulted in increased tension on the device, such that the mandrel became bent and therefore, contributed to the reported dc shaft bend when translating to the left ventricle. The bend would have resulted in the difficulty positioning the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents reported for a dc shaft bend from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.